Event description:
Baxter received a customer complaint involving a device in which the reservoir ruptured during patient use. The device was filled with 560 mg of tobramycin of naci. It was reported that no patient injury or medical intervention resulted from this incident. The device was immediately disconnected after the reservoir ruptured.